Event description:
The customer reported that the backlight was not working. Troubleshooting was performed. The backlight did not work.

Manufacturer narrative:
Final analysis revealed that the device did not have a backlight due to faulty component in the circuit board. In addition, the pump did not have an audible tone due to broken transducer wire. The circuit board was corroded due to a capacitor leaking fluid on the board.